Event description:
The patient underwent a second ablation attempt for atrial fibrillation. The femoral vein was accessed and noted to be scarred from previous procedures. A 9f dilator was used, which caused some bleeding, however, the introducer was easily inserted. An 8f introducer was placed for use with the ablation catheter, a 7f introducer for the coronary sinus (cs) catheter, and the trans-septal introducer with the lasso catheter. The user was unable to cannulate the cs from the groin; a 7f introducer was placed in the left subclavian vein for cs access. The 7f introducer in the femoral vein was not used and remained situated between the 8f introducer and the trans-septal introducer. Upon completion of the procedure, while removing the introducers, the 7f introducer in the femoral vein separated between the hub and sheath at the level of the skin. A small section was removed with forceps; the remaining section was not visible. The decision was made to surgically remove the retained section, which was seen under fluoroscopy. Local anesthesia was administered and the section was removed with difficulty; conventional hemostasis was performed. The representative stated the introducer may have kinked several times at the skin edge throughout the procedure without a catheter inserted into it. The patient was reportedly recovering in good condition.